Event description:
Additional information received reported the patient had notified their managing physician about the reported issue. The steps taken to resolve the reported issue were the patient was put on antibiotics and nausea medication by their primary care physician.

Event description:
The patient reported they had a bad weekend; and on (B)(6) 2016, the doctor did an ultrasound, and when they had it, they felt like their insides were raw and burned up. It was noted they did the ultrasound to see how much urine they were retaining. It was reported later that night, the patient threw up 3 different times with dark phlegm, passed blood clots, and had sweating all weekend long. They were told by the doctor that "my surgery failed and my bladder was failing, and my kidneys are stopping." It was clarified that the implant "failing" meant that it hadn't given the patient results since implant and they had been catheterizing themselves. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.